Manufacturer narrative:
This event occurred between (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign material was observed in eight (8) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between august 02, 2021 - august 03, 2021. (B)(4) devices were received for evaluation. Upon visual inspection along with magnification was performed with the fill port caps removed and a loose foreign matter was observed inside fill port connector of one sample only. The particle was examined under the miscroscope and was white, irregularly shaped, and approximately 0.2mm in size at the longest linear dimension. The particle was further analyzed by fourier transform infrared spectroscopy (ft-ir) and the particle was consistent with acrylonitrile butadiene styrene (abs) .the reported condition was verified in 1 sample; however, not verified in the remaining 7 samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.